Manufacturer narrative:
The pump passed the current test, self test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion or no delivery alarm tests due to the motor error alarm. The pump had a stripped battery cap coin slot, a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube, and minor scratches on the display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with motor position encoder error alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the drive support cap was noted to be flushed. The customer was advised that the pump would be replaced and returned for analysis.